Manufacturer narrative:
Product analysis: the complaint was confirmed. The device was initially unable to power on, and errors corresponding to power loss were found in the device log. The device was successfully powered on, when the battery wire was manipulated in the lower case. The lower case was replaced. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) shut off without prompt. The epg was returned for service. There was no patient involvement.